Event description:
Pt was implanted with lcp clavicle plate construct on an unk date for a clavicle fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt requested, the hardware be removed due to discomfort from the hardware. Pt's fracture has healed. Surgeon removed all hardware and pt was not implanted with any add'l hardware. Procedure was completed with no problems. This is the 3rd report of 7 for the same event.

Manufacturer narrative:
Investigation is on going, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device was used for treatment.